Manufacturer narrative:
Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient was facing breathing issue, build up of mucus in the throat over seven years and problem continued to worsen. Patient began to have heart issues and ended up in hospital with pneumonia also has covid symptoms. The patient was hospitalized in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical code added in this report. Section h6 updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102653) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop breathing issues. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.